Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
It was reported that the patient presented to the hospital after receiving therapy. Noise was observed which was sensed by the device. During lead extraction, insulation damage was observed.